Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working well two weeks prior to the revision procedure. During the revision procedure the physician observed a crack in the tube connecting the pump and cylinder. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump. Following the procedure the patient was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of the hole and mechanical issue was confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified of the cylinders had wear at folds in the cylinder bodies, cylinder 1 had a fluid leak at the site of the wear. Cylinder 1 was not functionally tested due to the fluid leak, cylinder 2 performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working well two weeks prior to the revision procedure. During the revision procedure the physician observed a crack in the tube connecting the pump and cylinder. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump. Following the procedure the patient was stable.